Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a change sensor alert and an incorrect sensor glucose reading. Blood glucose level at the time of the incident was 83 mg/dl. The customer reported that upon removal of the sensor, they noticed that there was no needle. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, performed a visual inspections and found 1 of the 2 sensors had the cannula retracted to the other side of the sensor base. The remaining sensor found no isig readings detected.